Event description:
PICC nurse inserted the line to 45cm into the left basilic vein. The line had excellent blood return, and both ports flushed easily. Placement was confirmed via x-ray. The pt developed thrombosis five days later.

Manufacturer narrative:
A chr review showed no other similar product complaint file(s) from this lot. The device has not been returned to the MFR for eval.